Event description:
Complainant alleged that the staff was attempting to monitor a pt (age and gender unk) but they received an "egg lead off" message on the device screen. The staff then attempted to use another three lead ECG cable with the device, but received the same message on the device screen. The staff was able to obtain another device to successfully monitor the pt. There was no adverse effect on the pt as a result of the alleged malfunction.